Event description:
A collision occurred between the bed assembly and pinhole collimator. The system operator placed his hand into the collision area and an injury occurred that resulted in the loss of the finger tip.

Manufacturer narrative:
System logs reviewed. Based on the information that the operator provided; the operator observed that the patient bed was in contact with the pinhole collimator and used his hand to try to stop the system motion. Instructions to use the e-stop to stop system motion were not followed.